Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as a no image malfunction was found to be attributed to a defective charged coupled device (ccd) unit. The cause of the defective ccd cannot conclusively be determined. Additionally, it presents loss of watertightness due to breakage/fracture on the video connector handle. Impacted optics retention coupler causing rubbing and deflection in its rotation. Ccd ko. Replace affected parts. Perform inspection functional and electrical safety test. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high definition autoclavable camera head was returned for service/repair for a reported ¿it is not seeing the image¿, that was realized before the procedure was started and the camera head was changed. No patient death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit could not be determined. Moisture or fluid may have entered the device due to a damaged connector and caused electronic circuit damage. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.